Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was squirting insulin during priming and act button not responding. Customer's blood glucose level was unknown. Customer also stated that the insulin pump was rewinding more loudly. Trouble shooting was declined by customer. The device will not be returned for analysis.